Manufacturer narrative:
The device was returned and evaluated. A visual inspection with naked eye was performed and a hole was found in the heater bag of the amia set. Functional testing, including leak testing, clear passage testing, and clamp function testing were performed; leak testing failed due to the hole in the heater bag. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The device was determined to not meet product specifications. The cause of the hole was determined to be manufacturing related; excess solvent on the tubing to the heater bag caused the hole in the heater bag. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned amia set, it was determined to have a hole in the heater bag. There was no patient injury or medical intervention associated with this event. No additional information is available.